Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-45 implantable pacing lead (B)(6) 2001; 6944-58 implantable tachy lead (B)(6) 2001. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device met 77% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Event description:
It was additionally reported that the device was explanted and was replaced.

Event description:
It was reported by the patient that the right atrial (ra) lead was defective and drained the implantable cardioverter defibrillator (ICD) battery after only two years. The device and lead will be replaced. No patient complications have been reported as a resultof this event.